Event description:
Customer reported device=553 mg/dl. Customer went to the emergency room (ER) in the afternoon. ER device=in the 500 or 600s mg/dl. Retest later in the afternoon =167 mg/dl. No treatment was received. No controls. A request was made for return product and replacement product was sent.